Manufacturer narrative:
This is a follow up to emdr 9617229-2019-12337. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported the left side implant made them sick, breasts took lumpy, feel ridge, feel like hot burning fire going through nipples and rupture, fluid build up around the implant and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.